Event description:
It was reported a healthcare professional that a patient underwent mechanical thrombectomy of a left middle cerebral artery (m1/m2 segments) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21k060av) and experienced thromboembolism to the m3 segment of the mca and small asymptomatic bleeding during the procedure. Access was made from the right femoral artery with a 9f sheath (size/brand/manufacturer not specified). A 9f optimo balloon guide catheter (tokai medical) was advanced to the left internal carotid artery (ica). From there, a cat6 aspiration catheter (penumbra) and a phenom 27 microcatheter (medtronic) were advanced to left mca. The embotrap iii was advanced for thrombus removal of the m1 and m2. ¿the physician tried to remove thrombus, and it removed a little, but edt caused the thrombus to fly to m3.¿ the region was crossed by the microcatheter; the embotrap iii was deployed and pulled, but thrombus cannot be removed. Small asymptomatic bleeding was confirmed. The thrombus was not completely removed, but the procedure was completed. No treatment nor reoperation has been performed for the event. The physician judged the event as non-serious because it was a slight hemorrhage and hemostasis was achieved immediately. It was further stated that there was no relationship between this event and the embotrap iii device. The physician commented that ¿there was no other way¿. The device was allegedly used in accordance with the instructions for use (IFU). Continuous flush was done. Additional information received indicated that the patient did not experience any clinical symptoms due to the event. No medical intervention was performed for the thromboembolism. It is not known whether the hospitalization was prolonged as a result of the bleeding or thromboembolism. Additional information received indicated that it was confirmed that there was embolization to distal territory (edt) (m3 segment) during the procedure. Regarding the statement that there was no relationship between this event and the embotrap device: ¿I confirmed the physician¿s comment again but he didn¿t deny any relationship between the event and the device. This is a translation issue.¿ no attempts were made to retrieve the clot at the m3 segment. There were no alleged product failures associated with the embotrap. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported a healthcare professional that a patient underwent mechanical thrombectomy of a left middle cerebral artery (m1/m2 segments) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21k060av) and experienced thromboembolism to the m3 segment of the mca and small asymptomatic bleeding during the procedure. Access was made from the right femoral artery with a 9f sheath (size/brand/manufacturer not specified). A 9f optimo balloon guide catheter (tokai medical) was advanced to the left internal carotid artery (ica). From there, a cat6 aspiration catheter (penumbra) and a phenom 27 microcatheter (medtronic) were advanced to left mca. The embotrap iii was advanced for thrombus removal of the m1 and m2. ¿the physician tried to remove thrombus, and it removed a little, but edt caused the thrombus to fly to m3.¿ the region was crossed by the microcatheter; the embotrap iii was deployed and pulled, but thrombus cannot be removed. Small asymptomatic bleeding was confirmed. The thrombus was not completely removed, but the procedure was completed. No treatment nor reoperation has been performed for the event. The physician judged the event as non-serious because it was a slight hemorrhage and hemostasis was achieved immediately. It was further stated that there was no relationship between this event and the embotrap iii device. The physician commented that ¿there was no other way¿. The device was allegedly used in accordance with the instructions for use (IFU). Continuous flush was done. Additional information received indicated that the patient did not experience any clinical symptoms due to the event. No medical intervention was performed for the thromboembolism. It is not known whether the hospitalization was prolonged as a result of the bleeding or thromboembolism. Additional information received indicated that it was confirmed that there was embolization to distal territory (edt) (m3 segment) during the procedure. Regarding the statement that there was no relationship between this event and the embotrap device: ¿I confirmed the physician¿s comment again but he didn¿t deny any relationship between the event and the device. This is a translation issue.¿ no attempts were made to retrieve the clot at the m3 segment. There were no alleged product failures associated with the embotrap. No further information is available. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records for lot 21k060av confirms that there were no issues with the assembly of the lot (sub and top assembly). Embolization of thrombus and hemorrhage secondary to vascular injury are known potential complications during mechanical restoration of flow and thrombus removal procedures in which the embotrap iii is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event. However, there are vessel characteristics, patient, and procedural factors that may have contributed to the reported event. The actual severity of the thromboembolism cannot be determined and the relationship of the device to the event cannot be disassociated. The intracranial hemorrhage is considered a serious injury and the relationship of the embotrap to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.